Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). We received no samples for investigation. Batch document review: prontosan wound irrigation solution (88228) is manufactured at contract manufacturer rommelag cdmo. For ref. 400591 with batch number 24433m22, the following deviations are reported: (B)(4): monitoring: microbiological growth >200 cfu/25cm2. No risk for finished product. Deviation is not affecting aseptical filling line. Sterility testing of finished product was within the specification. (B)(4): weekly cleaning of walls and floors was not performed. No risk for finished product because manufacturing is within cleanroom status c. Conclusion: reported deviations have no relation to the reported error pattern. Risk-analysis document has been checked: ra-88228, version 20, chapter b1.1: nr. 8 incompatibility with ingredients e.g. Allergies. Local skin irritation or allergic reactions (worst case: anaphylactical shock). Conclusion: no update of risk analysis is necessary. The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in rare cases, applying prontosan® solution may cause a slight stinging sensation that will disappear within a few minutes. Prontosan® solution may cause allergic reactions, itching (urticaria), and rash (exanthema). Although rare (less than 1 in 10,000), anaphylactic shock has been reported." The product quantities sold in 2025 for prontosan solution were over (B)(4). There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Patient with a diagnosis of incisional hernia, for whom surgical resolution was decided. The procedure was performed on (B)(6) 2026. After the apparent use of prontosan for surgical wound cleansing, the patient developed a sudden drop in blood pressure, with values close to 40/20 mmhg, signs of distal hypoperfusion, and hyperlactatemia. Epinephrine 0.5 mg was administered, along with hydrocortisone and diphenhydramine, achieving partial recovery of blood pressure values, although without improvement in given this course, a continuous epinephrine infusion was initiated, and transfer to the intensive care unit was decided for close monitoring. Upon ICU admission, the patient presented with adequate blood pressure values, a lactate level of 5.3, and capillary blood glucose of 361. Mechanical ventilation was maintained, with analgesia using remifentanil, under continuous monitoring.